Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, that the suction verified but it was tracking intermittently. The surgeon was able to proceed with the case with other instruments. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
The instrument was returned to the manufacturer. Function testing found that the component when connected to a known good tracker was unable to be verified. The divot error was noted to be 2.8-2.9. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: medtronic received additional information that the suction verified but the site had trouble tracking. The surgeon was able to proceed with the case with other instruments.